Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer has clarified that they have been off pump therapy since incident date of (B)(6) 2017 when battery cap was lost.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he lost his battery cap. His blood glucose is 700 mg/dl. He has been using insulin shots because he has no supplies and is not able to use his pump. The insulin pump will not be returning for analysis.